Event description:
It was reported that (1) lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon reported the lcsc5 worked for most of the procedure then stopped. No troubleshooting was performed by the nursing staff. The case was finished with cautery. There was no consequence to pt.